Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the customer noted that the fenestrated bipolar forceps instrument would not grab tissue, and then they discovered that the jaw was broken. There was no report of any fragments falling inside the patient. The customer reported that they inspected the fenestrated bipolar forceps instrument prior to use, and no issue was noted. The customer replaced the fenestrated bipolar forceps instrument and completed the procedure with no reported injury. Intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional/updated information regarding the reported event: the surgeon was grasping the lungs at the time of the event. No instrument collision was observed. It was confirmed that no fragments fell inside the patient, and the procedure was completed successfully. A video recording of the procedure is not available, but an image of the instrument damage was provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of the broken grip tips to be related to the customer reported complaint. The instrument was found to have a broken grip at the grip base on the distal end. The entire grip is missing from the yaw pulley. A piece approximately 0.19" x 0.63" was found to be broken off the yaw pulley. The broken piece was not returned with the instrument. The root cause of the ¿broken instrument grips-tips¿ is typically attributed to mishandling/misuse. A review of the procedure log with the information provided resulted in no additional information. In addition, a review of the instrument logs showed the fenestrated bipolar forceps instrument (part# 470205-17 / lot# n11210503-0074) was last used on (B)(6) 2022 during a procedure with system sk3205. The fenestrated bipolar forceps instrument had 6 uses remaining. Images of the fenestrated bipolar forceps instrument related to this event were received and reviewed by a regulatory post market surveillance (rpms) analyst. The image confirmed that the jaw of the fenestrated bipolar forceps instrument was detached. This complaint is being reported due to the following conclusion: failure analysis investigations confirmed a missing grip from the fenestrated bipolar forceps instrument. The missing piece could fall inside the patient during the surgical procedure. While there was no reported harm or injury to the patient, and the customer had reported that no fragment fell inside the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling inside the patient may require surgical intervention.